Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient that was treated with a +5.25 in the left eye during laser treatment which was entered by the technician but should have been entered as a -5.25. There was an initial time out between the surgeon and the technician which the surgeon "confirmed" the treatment plan. The patient was seen during a one day postoperative visit and the patient's vision was count fingers. The surgeon realized what happed and explained to the patient what happened and that there will be additional treatment in the future.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. A review of the treatment report confirmed the left eye was treated with the refraction with sphere +5.25, cylinder +0.00, axis 0°. According to the follow up information the pre refraction of the patient's left eye was -5.25. Therefore, the reported event is that the user entered wrong sphere value into treatment plan. The root cause is wrong entry into treatment plan by the user. The manufacturer internal reference number is: (B)(4).